Manufacturer narrative:
This complaint has not been confirmed. Device not returned to the MFR, and no lot number info was given so an eval cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
Sides too thin splits while molding. Bottom protector too wide. Great price for saving expensive dental work. Wearing customer protector for 10 years really helps teeth and jaw. Kit needs 3 sets for perfect fit.